Event description:
During attempted treatment of a cto in the left sfa, the physician had deployed the needle back into the tru-lumen of the target vessel, but had difficulty threading the guidewire through the needle, as the wire was buckling. It appeared that the guidewire was possibly pushing against plaque in the vessel. The target vessel was described as having diffuse disease distal to the cto. The physician slightly retracted the needle, and was then able to thread the guidewire through it. Once the guidewire was delivered into the tru-lumen, the needle of the outback catheter was retracted. Upon attempting to withdraw the outback device over the wire, resistance was encountered and the outback device could not be removed. Because the outback could not be removed over the guidewire, the entire system (guidewire and outback), had to be removed from the vessel, losing the access gained. The procedure was aborted. Upon removal of the wire and outback, it appeared that the guidewire was tangled around the distal end of the outback. There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.